Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/20/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, a crease was observed in both views. A rupture measuring approximately 0.2 cm was noted within the crease on the posterior view. The evaluation determined that the rupture is consistent with a crease fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time because of the result of the continuous and sustained stresses to the device the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity and rupture. Concomitant medical products: 350cc mentor memorygel breast implant (catalog number 3503501bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 350cc mentor memorygel breast implants on (B)(6) 2008. The patient identified a lump/herniation of the right-sided implant in 2010. An MRI and doctor visit in (B)(6) 2019 confirmed that the right-sided implant was ruptured. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and replaced with 600cc mentor memorygel breast implants (catalog number 3506004bc, left-sided serial number (B)(4), right-sided serial number (B)(4)).